Event description:
Same event as MFR. Report: 2030404-2012-00091. It was reported during an atrial fibrillation ablation procedure using ensite navx, a cool path duo ablation catheter, a livewire decapolar diagnostic catheter, and a brk transseptal needle, a pericardial effusion occurred. The livewire catheter was placed in the coronary sinus. The physician performed transseptal puncture using the brk needle and used ensite navx to map the left chamber using the cool path duo catheter. The physician completed circumferential pulmonary vein ablation using the cool path duo ablation catheter, when it was noted that the pt had become hypotensive (bp 65/35mmhg). An echocardiogram confirmed a small pericardial effusion without cardiac tamponade. The pt was treated with protamine but did not require pericardiocentesis. The pt was transferred to the intensive care unit to be observed and developed no further consequences.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Eval and review of the device history record was not possible as the lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.